Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not being able to charge the backup battery could not be confirmed as no log files were sent for review and no product was returned for testing. When trying to charge an improperly seated backup battery in the system controller, and the power cables are connected to an external power source, the system controller will activate in run mode and sound for the driveline disconnect alarm if the system controller is not connected to a pump. The controller was administered to a patient on 05sep2024 after the alarms had resolved. The root cause for the difficulty in installing the backup battery could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 patient handbook states under section 5 ¿alarms and troubleshooting¿, all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, ¿the system controller self-test¿, the system controller self-test is loud and bright. All of the lights, symbols, and sounds come on and ¿self-test¿ appears on the screen. The heartmate 3 instructions for use states under section 5, "surgical procedures", subsection ¿installing the backup battery in the system controller¿ details the required tools and steps to install 11v backup battery. Under section 2, "system operations", subsection "configuring the backup system controller", states after the controller is connected to external power, the system monitor will have pump off, low flow, and driveline disconnected alarms active, and the system controller will show a red heart alarm and display a ¿connect driveline¿ message. This is normal. The heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was having issues when the customer tried to charge the backup battery (ebb). The customer had tried multiple times over the last who days and the driveline connection alarms did not reside. It was later noted that the ebb in the controller was not being connected properly causing it not to charge.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5: additional information. H6: medical device problem codes, corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The controller was not on a patient at the time of the event. It was being charged to put on the shelf.

Manufacturer narrative:
B5: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The cause of the dl disconnect alarms was due to the ebb not connecting properly. The ebb was reconnected and was able to connect properly. The issue was resolved.